Manufacturer narrative:
Preventative maintenance verification (pm) done on the mx40 that was used along with the pic ix was completed; the mx40 was working as expected. Alarms at central station provided correct audio when alarm was triggered. Audit logs show alarming during test. The supplied logs do not show activity for the bed listed (p343), likely due to the aging/purging of data, though the clinical audit pdf¿s do show alarms for that bed at the specific time. Those log entries indicate the proper functioning of alarms at the surveillance and overviewing hosts. The acknowledgement of the alarm was done at pmhpcsusv2. The logs show indications of acknowledged notifications to contact service due to wave strip export and electronic report failures; it was not known if this was done. No further information was provided, regarding the type or severity of the patient harm. Based on the information available and the testing conducted, the device was functioning as intended and there is no malfunction on the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the philips patient information center ix (pic ix) never alarmed when patient had a vtack event. A philips technical consultant (tc) reviewed clinical audit trail with the customer for bed p343 on (B)(6) 2023 at 20:40:07 hours. The audit showed that the vtach alarm registered both at the central monitoring studio and overview station. The alarm was acknowledged at pmhpcsusv2 at 20:40:19. The device was in clinical use at the time the issue was discovered. It is unclear what type of patient harm occurred, or if there was actual harm. Additional information has been requested.